Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit. It is not verified that the vent was inoperable, and that a malfunction occurred. The customer reported to have replaced the gui pcb. The puritan bennett customer support engineer (cse) updated the software and conducted final testing.